Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013, to remove granulation tissue around the abutment. It was also reported that the abutment has been changed prior to the skin revision surgery (exact date not reported).additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Per the clinic, the abutment was removed on (B)(6) 2013. The implant stayed insitu at all times. This report is filed october 21, 2013.